Event description:
It was reported by the user facility that during equipment setup conducted prior to the start of a medical exam, the saw sparked from the power cord. There was no injuries reported and no adverse consequences alleged.

Manufacturer narrative:
The device was not returned to the MFR for eval. A follow up report will be submitted if the product is returned, and if the investigation results require.